Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range impedance on the superior vena cava (svc) coil. The lead underwent physical maneuvering and the healthcare provider could not produce any discernable issue with the lead. The svc coil was found to have a slight increase in impedance consistent with normal variations over time. The lead remains in use. No patient complications have been reported as a result of this event.